Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon evaluation of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR- 0002023141-2021-01492.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured, which resulted int he implant being removed and the tooth site grafted. The patient will return for implant replacement.